Event description:
During the decortication portion of the simmetry procedure the surgeon noticed under fluoroscopic view a fragment of decorticators number one. Multiple attempts with copious irrigation was employed to remove or dislodge the fragment. This was unsuccessful and the fragment remains in patient. The remaining decorticators were deployed without event and joint was successfully decorticated. The full procedure was complete without further event. Patient was pain free and scheduled for discharge the following day.